Manufacturer narrative:
(B)(6). The device was manufactured september 12, 2017 ¿ september 14, 2017. The device was received for evaluation. Visual inspection on the returned unit via the naked eye noted the bladder has been ruptured. Microscopic inspection revealed no signs of abnormality on the ruptured bladder. The reported condition was verified. The cause of the rupture could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling with 5fu. The fill volume was 121 ml. There was no patient involvement. No additional information is available.